Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Refer to regulatory report #3004209178-2022-09851. The patient had two implanted systems, this ins and ins serial # (B)(4) and it was not clear which implanted system the issue occurred with. The referenced report pertains to the patient¿s other system. Follow-up has been performed and an update will be sent with additional information. Date of event: month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and spinal pain indications. The rep reported that the patient is having difficulty charging, not charging correctly and taking a long time to charge. The rep reported this started about 1.5 weeks ago. The rep reported this is happening on both ins's. Caller is requesting that the recharger be replaced. No symptoms were reported. Additional information was received from the manufacturer representative (rep) and the patient (pt). It was reported that lately the recharger (rtm) paddle was overheating and wouldn't finish recharging the ins. Pt stated that they used the other rtm which seemed to be working a little better and wasn't overheating, however about half the time the equipment wasn't recharging the ins fully. Pt stated that sometimes when the ins would fully charge and say 100%, the ins battery wasn't lasting the usual seven to ten days as it had been for the last four years. Pt stated that usually a week later after recharging the ins, the ins would be around 30%-40% and now they were having to recharge the ins every four to five days. Pt stated that the rep checked the batteries and that the batteries were functioning properly. Pt stated that this issue didn't happen every time however and that it was indiscriminately as sometimes the device worked perfectly fine without any problems but then the device would do something weird every once in awhile. Pt stated that they inspected the equipment and that there was no apparent damage or loose connections or anything of that nature. The pt was asked if any messages appeared when recharging the ins; pt stated that the only error message they got was when the rtm overheated; the pt was asked if they recalled what the message said and pt stated that the message just said that the device was overheating and to stop recharging and try again later. The pt was asked if they would lay down on the rtm or have blankets surrounding them or if they had the rtm in the belt when recharging the ins; pt stated that they generally didn't use the belt since the belt didn't hold the rtm in the correct position but that there wasn't generally anything over the rtm that would cause for the rtm to overheat. Pt didn 't have the rtm present during the call, so pt will call back once they have the rtm present.